Event description:
It was reported by the customer that a pyxis medstation system had a failed remote manager. This incident resulted in a 30 minute delay to patient care as the user had to walk to the pharmacy to obtain the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, e3, g1, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed ghost drawer. Swapped latch cable to remote manager also adjusted handle on the refrigerator. Tightened barcode scanner on multiple units and installed ingress as well to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed remote manager and multiple other issues. The technical support specialist troubleshooted and swapped latch cable to remote manager also adjusted handle on refrigerator, while testing tightened barcode scanner on multiple units installed ingress as well. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed remote manager. This incident resulted in a 30 minute delay to patient care as the user had to walk to the pharmacy to obtain the medication. There were no adverse events or injuries reported based on this event.